Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced "pretty full-blown" dystonia symptoms upon waking, which had not occurred in approximately four years. As a result of these symptoms, the patient required the use of crutches to attend school. The therapy was found to be off, and the implantable neurostimulator battery was reported to be low, possibly at 0% charge, though it was charged to 50% that morning. The communicator battery was also dead at the time of the event. The patient's representative contacted the healthcare provider, who redirected them for troubleshooting. Guidance was provided on turning the therapy back on using the therapy application and communicator. The communicator was connected to a usb cable and began charging, and the plan was to allow it to charge before turning the therapy back on. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of their therapy being off was due to them forgetting to charge. Their symptoms resolved after about 48 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.